Event description:
It was reported to philips that the system automatically switched off during fluoroscopy. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system starts up failure. Review of the log file analysis confirmed the tube malfunction ¿xsc: grid leakage current out of range. Error¿. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and found the tube current out of range. Fse performed tube adaptation. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.